Manufacturer narrative:
(B)(6). Patient country: united arab emirates.

Event description:
Unomedical reference number (B)(4) . Event occurred in united arab emirates. On (B)(6) 2024, patient complained about infusion set fell off due to tape not sticking. The infusion set was in use for 24 hours. No further information available.